Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the half height cubie drawer 2.2 failed. As per part investigation, it was determined that there was thermal damage observed on the assy retractor dwr hh cubie. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate a similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of the half height cubie drawer 2-2 was confirmed during fse testing and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the fse reported that half height cubie drawer 2-2 on the main device had all cubie pockets in row b failed with read write error message. The fse reseated the row board cable, ribbon cable and replaced the retractor band. Finally, the fse ran a final test on the drawer in hardware test application. During dchu visual inspection: p/n 353844-01 - assy retractor dwr hh cubie: was received with copper strands in contact with adjacent copper strands. During dchu testing: p/n 353844-01 - assy retractor dwr hh cubie: the testing from dchu was not necessary due to the thermal damage observed on copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported complaint was due a short between adjacent copper strands of the assy retractor dwr hh cubie (p/n 353844-01) which led to the observed thermal damage.